Event description:
It has been reported to philips that the device's live images were not viewable. No harm has been reported to philips. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the live transmission connections issue. According to the additional information collected, the system was not in clinical use when the issue was occurred. Upon functional testing the fse found that there was malfunctioning in live transmission connection, and it was leading to no display of live images. The field service engineer (fse) performed proper connection for live transmission. After which, the system was returned use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.